Event description:
Pt got one injection of 3 injection series. Pt states upon injection, having knee swell was painful and hot to touch, and pt had fever and chills. Symptoms lasted 24 hours and pt was instructed by mdo to ice knee. No abx or other treatment was required to resolve issue.